Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii iliac extension and abdominal tube stent graft were implanted in a patient for the endovascular treatment of a 51mm saccular abdominal aortic aneurysm. It was reported that during the index procedure the iliac extension stent graft was implanted distally and then the abdominal tube stent graft was implanted proximally, as planned. It was reported a bifurcated stent graft was planned not to be used due to the aneurysm being saccular. It was reported that when deploying the abdominal tube the outer sheath of the delivery system was thought to be stuck on the severe calcification of the iliac artery and it became difficult to deploy the stent graft in the correct position. It was reported the device moved up proximally when performing the deployment. It was reported that the device seemed to be able to be controlled, however, the final angiogram showed the device was covering the renal artery. As it was observed that there was not complete occlusion of the renal artery it was decided to complete the procedure at this point. As per the physician, the cause of the event was due to the severe calcification of the patient's iliac artery. No additional clinical sequelae were reported and the patient is being monitored.